Manufacturer narrative:
This patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2019. A replacement implantable cardioverter defibrillator (df4) lead was implanted. The physician elected to replacement the chronic implantable cardioverter defibrillator (dr) device for an implantable cardioverter defibrillator df4 (dr) device with programmable heart logic features. The chronic model#0285 implantable cardioverter defibrillation lead was surgically capped and replaced with model#0272. To date, this device has not been returned to boston scientific. This investigation will be updated should further information be provided and/or the chronic device is returned for laboratory testing.

Event description:
It was reported that this patient had developed bradycardia associated with high pacing thresholds. This patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2019. A replacement implantable cardioverter defibrillator (df4) lead was implanted. The physician elected to replacement the chronic implantable cardioverter defibrillator (dr) device for an implantable cardioverter defibrillator df4 (dr) device with programmable heart logic features. The chronic model#0285 implantable cardioverter defibrillation lead was surgically capped and replaced with model#0272.